Manufacturer narrative:
The insulin pump was received with full segments display due to moisture damaged on the lcd board. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was not functioning properly. Customer reported that all of the usual icons were displayed, but when he tried to perform an action, the device changed to a dark green screen. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.